Event description:
During product analysis for reported inability to reach targeted lesion, a jetstream-type leak was observed in the distal shaft. Further investigation noted the catheter was withdrawn and replaced with a 2.0 catheter. The procedure was finished with no pt complications.